Manufacturer narrative:
Article citation: akkad, n., kodgule, r., duncavage, e. J., mehta-shah, n., spencer, d. H., watkins, m., shirai, c., & myckatyn, t. (2022). Evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing. Aesthetic surgery journal. (B)(4). The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl-suspected.

Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with seroma and bia-alcl. Histopathological markers cd30+ and alk- have not been received. The manufacturer of the device is unknown. Affected side is unknown. Device status is unknown.